Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d1, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-oct-2022 to 04-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's time was inaccurate. Technical support specialist updated time to match server and resolve. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis medstation es system user prevented logging in to the device due to a 10-minute time-off restriction. The customer reported that users experienced significant delays when trying to log into the device, with the screen becoming unresponsive for a duration of 1 to 3 minutes during the login process, which may affect patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis anesthesia system system user prevented logging in to the device due to a 10-minute time-off restriction. The customer reported that users experienced significant delays when trying to log into the device, with the screen becoming unresponsive for a duration of 1 to 3 minutes during the login process, which may affect patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system user prevented logging in to the device due to a 10-minute time-off restriction. The customer reported that users experienced significant delays when trying to log into the device, with the screen becoming unresponsive for a duration of 1 to 3 minutes during the login process, which may affect patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station's time was inaccurate. The issue was resolved by adjusting the time on the station accordingly. The system was functional as intended.